Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic. Upon interrogation, the pulse generator exhibited low amplitude noise; all other electrical values were normal. No intervention was reported. No additional information was available at this time.